Event description:
Patient had surgery to install the digit widget external fixation device. Physician reported during duration of treatment lasting over 5 months the patient had problems with pin tract infections that responded to antibiotics.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lots possibly involved. No pattern related to irradiation dose lot or device lot noted. Confirmed labeling included cautions regarding pin site care.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lots possibly involved. No pattern related to irradiation dose lot or device lot noted. Confirmed labeling included cautions regarding pin site care.

Event description:
Pateint had surgery to install the digit widget external fixation device. Physician reported during duration of treatment lasting over 5 months the patient had problems with pin tract infections that responded to antibiotics.